Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that, since implant, the right ventricular (rv) channel exhibited a gradual increase in impedance, followed by sporadic, jumpy measurements, approximately one year prior. Ts recommended lead testing and to consider performing a defibrillation threshold (dft) test if necessary. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that, since implant, the right ventricular (rv) channel exhibited a gradual increase in impedance, followed by sporadic, jumpy measurements, approximately one year prior. Ts recommended lead testing and to consider performing a defibrillation threshold (dft) test if necessary. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.